Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the superficial femoral artery. While introducing the 6x120x120 epic stent delivery system (sds) over the non bsc guide wire it was noted that the proximal stent struts became flared. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the superficial femoral artery. While introducing the 6x120x120 epic stent delivery system (sds) over the non bsc guide wire it was noted that the proximal stent struts became flared. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Received product consisted of an epic device with no original packaging or other devices. The safety lock was present. The distal end of the stent was partially deployed outside the outer tubing. Microscopic inspection revealed the stent was not damaged. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).